Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be eye punch (eye slug not removed) caused no flow/reduce flow at time placement. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that on (B)(6) 2023, customer went to (B)(6) hospital emergency due to their catheter being plugged and unable to drain at home. Emergency personnel dismantled the catheter and removed a foreign object from tubing. They could not explain why a foreign object, not from their body would be blocking the tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on 16oct2023, customer went to ss health saint agnes hospital emergency due to their catheter being plugged and unable to drain at home. Emergency personnel dismantled the catheter and removed a foreign object from tubing. They could not explain why a foreign object, not from their body would be blocking the tubing.